Event description:
User received discrepant t4 values for 2 pt samples and a discrepant tnt value for 1 additional pt sample. T4 units of measure = ug/dl. Tnt units of measure = ng/ml. Sample 1, t4: initial 8.0, repeated in 2008 as 6.0. Result for pt 1 was reported. Per user, no corrected respot was sent because it was not clinically significant. Samples 2 and 3 were initially run and repeated in the same day. Sample 2, t4: initial 7.83, repeat 5.82. Sample 3, tnt: initial 0.031, repeat 0.048, repeated on another analyzer as 0.037 and 0.041. Samples 2 and 3 were reported and it is unk if the pts were adversely affected. The field and service rep determined the cause to be the pinch tubing. The user replaced the pinch tubing before his arrival. The field service rep also changed seals in syringes. Performance tests were performed and within specification.